Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with suspected premature battery depletion implantable cardioverter-defibrillator. There were no symptoms reported. Further information was requested but not received.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image and session records indicated the device operated at high output pacing settings as well as autocapture and rate responsive features were enabled during the implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis was performed, and the device was found to have no anomalies with battery voltage at elective replacement indicator (eri) level. A longevity assessment was performed, and implant duration exceeded the total projected longevity indicative of normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the device was explanted and replaced. Further information was requested but not received.